Event description:
It was reported to medtronic minimed that the customer experienced an inability to enter auto basal. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The issue occurred on monday at 5 a.m. When a customer changed the battery and struggled to replace it, despite blood glucose levels between 250 and 350 mg/dl with a bolus and smart guard warming up since then. The customer says that the blood sugar level rose to 377 mg/dl, even though he had not eaten anything. The customer had a blood glucose level of 322 mg/dl and was given a bolus but could not eat to bring it down, thought that the customer couldn't eat due to the high level. Treatment for high blood glucose involves manual boluses with a pump. The event involved products mmt-332a, mmt-1884l, mmt-242a, and mmt-7040a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. Cust is requesting assistance with entering auto basal. Customer reviewed the auto mode readiness/smartguard checklist screen. The customer explained what was missing to enter into auto mode/smartguard and how to resolve it. The customer reported high blood glucose. No further complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-242a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.